Manufacturer narrative:
Further invetsigation will be performed on the device once received. However, it should be noted that re-implanting the perceval valve once explanted is an off-label use of the device, according to the IFU.

Event description:
On (B)(6) 2019, a pvs23 implant attempt occurred. After the implant, a perivalvular leak (pvl) and a central leak (cl) were noticed. The valve was consequently explanted and re-implanted, but a cl was again found. During the first and the second implant attempt, a stent folding was detected. Both times, the event was detected after the closure of the aorta, with the patient still on bypass. The pvs23 was, therefore, explanted and a trifecta 21 was ultimately implanted in the patient. The procedure was delayed (indicatively, more than 20 min of bypass and cross-clamp time were added) but the patient remained in stable conditions and is presently in recovery. Based on the surgeon's assessment, no oversizing occurred.

Event description:
On (B)(6) 2019, a pvs23 implant attempt occurred. After the implant, a perivalvular leak (pvl) and a central leak (cl) were noticed. The valve was consequently explanted and re-implanted, but a pvl was again found (no cl this time). During the first and the second implant attempt, a stent folding was detected. Both times, the event was detected after the closure of the aorta, with the patient still on bypass. The pvs23 was, therefore, explanted and a trifecta 21 was ultimately implanted in the patient. The procedure was delayed (indicatively, more than 20 min of bypass and cross-clamp time were added) but the patient remained in stable conditions and is presently in recovery. Based on the surgeon's assessment, no oversizing occurred.

Manufacturer narrative:
Fields changed: a3, b4, b5, d10, g4, g7, h1, h2, h6. The device was returned to the manufacturer and it was received on 07 aug 2019. The returned valve was received in general good conditions. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The dimensional verification confirmed that the returned pvs 23/m valve meets the specifications. The deployment simulations and the static leak tests, performed on the returned valve, did not highlight evidence of paravalvular leaks and / or particular deformation at the annulus level. Furthermore, the manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), and its nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the performed analysis, the reported event was not replicated, as no evidences of folding behavior nor specific features that might have induced it were observed during the investigation process. No manufacturing nor quality deficits were identified during the document review. Based on livanova's clinical research, device oversizing is the most probable root cause of events involving stent folding. However, this was not confirmed per physician's assessment and, since no other information was received to date, this cannot be ultimately confirmed.

Manufacturer narrative:
Fields changed; b4, g4, g7, h1, h2, h6. The echo images related to the first and the second implant attempts were received and reviewed. The results confirmed that, after the first valve implant, there seems to be a stent folding in the anterior aspect of the prosthesis (7-8 o'clock) with an impaired motion of the anterior leaflet (likely mechanic secondary to folding). There is aortic insufficiency, coming from that same area, both central and perivalvular. The echo images review related to the second implant attempt could not be successfully completed due to limited 2d images and no color doppler. The prosthesis integrity or the regurgitation could not be evaluated. The additional investigation performed does not change the final comments provided in the report submitted on 30 aug 2019. Based on analysis performed on the returned prosthesis, the reported event was not replicated, as no evidences of folding behavior nor specific features that might have induced it were observed during the investigation process. No manufacturing nor quality deficits were identified during the document review. Based on livanova's clinical research, device oversizing is the most probable root cause of events involving stent folding. However, based on the case history reported, this cannot be ultimately confirmed. Thus, the root cause for this event cannot be established at this time.